Event description:
Cpi received info that occasional extra tones could be obtained from the ICD and lead system when implant pocket was manipulated. Pt received numerous inappropriate shocks and several non-sustained episodes. Pt reported hearing a "popping" sound when shock was delivered. Review of stored electrograms noted sinus rhythm while "to r to r" intervals were erratic. A leads insulating problem with one of the epicardial rate-sensing lead is suspected. Cpi received info that the problem seems to have improved therefore, the physician has elected to follow the pt for now.